Event description:
Reporter alleged she couldn't test on her compact plus system because of an error message. Reporter stated her friend gave her 25 units of novolin n because she was incapable of self-treating, took her to the doctor, and she was sent to the hospital. Reporter stated at either at the doctor's office or at the hospital, a 400 mg/dl blood glucose result was obtained and she was given an IV of an unknown substance at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.